Event description:
A pt complained of lower abdominal pain following a targis system treatment (treatment performed in 2003). Pt returned to the office of the treating physician. Upon examination, the treating physician could not locate the source of the pt's pain. The pt was then referred to a proctologist. The proctologist was able to locate a "small" opening to the rectum and reported this back to the treating phyician. No surgical intervention was planned for the pt. The pt was placed on a treatment of antibiotics.